Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle on the bd integra¿ syringe with detachable needle appears to be defective. Verbatim: direct consumer reports needle appears to be defective. Syringe broke off during use. Reports no harm caused. Which part of the syringe was broken during use? Needle fell out of the syringe.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that needle on the bd integra¿ syringe with detachable needle appears to be defective. Direct consumer reports needle appears to be defective. Syringe broke off during use. Reports no harm caused. Which part of the syringe was broken during use? Needle fell out of the syringe.